Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6), the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that the pump was shutting down and the patient had to take the battery out and put in a new battery in to power on the pump. It was also alleged that there was brown powder coming from the pump. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08-aug-2019 with the following findings: during investigation, the pump booted to the verification screen and a reboot was duplicated shortly after due to moisture ingress in the battery compartment. Unrelated to the original complaint, the battery compartment was observed to be cracked. A leak test failed at the battery compartment crack. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.